Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 06/19/2015 with the following findings: during investigation, the pump was powered on and revealed that the display was dim with discolored text. Unrelated to the complaint, investigation revealed a cracked battery compartment. Also unrelated to the display issue, the contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery function. All other buttons responded appropriately. The keypad was removed and there was contamination present under all of the button contacts.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor alleged that the display screen text was dim, faded, and discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).